Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface, catalog # 00584202308, lot # 63243594; zimmer unicompartmental tibial component, catalog # 00584200301, lot # 63498817. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01621. Remains implanted.

Event description:
It was reported that the patient underwent a left partial knee arthroplasty. Subsequently, the patient is going to be considered for a total knee revision arthroplasty due to pain and loosening. No revision occurred to date, and implant remains in patient. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon review of additional information received, it has been determined that zimmer biomet does not hold reporting responsibility for this product. Therefore, this event is not reportable.

Event description:
Upon review of additional information received, it has been determined that zimmer biomet does not hold reporting responsibility for this product. Therefore, this event is not reportable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. [Maude report mw5075458.pdf]

Event description:
It was further reported that the patient has severe pain while standing and walking. Patient also reports a limp while walking and alleges severe discomfort.